Event description:
During the night, employees noticed a strong sulfur smell in the hallway outside of a room where batteries were being charged. The fire department was called to investigate. They said it came from the room holding the batteries and chargers. The odor had dispersed by then. The next day, the facility investigated, looking for leakage from any of the battery cases. There were swollen, but no liquid leakage was found. Facility has concerns for their staff from the acid like smell. No injuries were sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjo hospital equipment (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.